Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a post market surveillance review, maude report number (B)(4) was identified. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. This report is 1 of 1 for (B)(4).